Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful cryo ablation procedure, transeptal puncture was lost during cardioversion, as the patient was experiencing an episode of atrial fibrillation (af). The sheath and balloon catheter were used to find the puncture, but in the process perforated the heart. A cardiac tamponade was observed and a pericardiocentesis was performed. The patient's hospitalization was extended. No further patient complications have been reported as a result of this event.